Event description:
No additional information.

Manufacturer narrative:
The complaint that the needle was not fully retracted when the safety button was depressed was confirmed and the cause appeared to be manufacturing related. One 18g insyte autoguard bc device was returned for investigation. The safety mechanism had been activated, and the needle was partially retracted; however, it appeared that the notch in the needle caught on the blood control valve. The needle notch was within specification. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I have a system that just made me aware of 4 separate sites that had the same product issue with the same material number and lot number. Can you help me create the following pir for them? Complaint: needle not retracting when the safety button is depressed. Patient injury or harm: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.